Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 455 mg/dl. The caller stated that he does not have the insulin pump with him and troubleshooting could not be performed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.